Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, the micrusphere coil (1-772167554/ c30861) coil could not be detached. It was attempted with two different enpower connecting cables (ecb000182-00) respectively with two different enpower detachment control boxes (catalog dcb00000500/ lots f42644 and f65222). The micrusphere coil was removed from the patient without difficulty, and was replaced with a new coil which operated without problems and was implanted using the same microcatheter. It was reported that the cables and dcb worked well. The devices were prepped and used as per the instructions for use (IFU) and appeared normal prior to use. The coil did not appear damaged after use. No further information was available. The unidentified microcatheter, connecting cables and detachment control boxes were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. The device was returned entangled. Located at the distal tip of the skive, is the unreported finding of the core wire protruding outside the sheath. The detachment fiber did not receive heat and melt. Located on the first secondary winding off the ball tip are two unreported sections of coil damage. The circumstances of how and when all the above unreported damage occurred cannot be determined. The remainder of the coil is undamaged. No manufacturing defects were found. Upon receipt, the device positioning unit (dpu) passed electrical testing with resistance at 52.3 ohms (range 48.5/56.0) and the enpower systems green light illuminated. During routine handling for detachment testing, the dpu failed electrical testing with resistance at 32.0 ohms (range 48.5/56.0) ohms and the enpower systems green light failed to illuminate. With external pressure applied to the resistance heating coil section, the dpu again passed electrical testing with resistance at 53.4 ohms and the enpower systems green light again illuminated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil¿s inability to be detached inside the target site was confirmed, as the dpu failed electrical testing. The most likely root cause of the coils failure to detach may have been due to a fracture of the solder joint connection inside the resistive heating coil section which prevented the coil from detaching. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, the complete detachment system was not returned; therefore it is not possible to determine if these devices were related to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant product(s): two different enpower connecting cables (B)(4), and two different enpower detachment control boxes (catalog dcb00000500/ lots f42644 and f65222) were used during the procedure. Information regarding patient age, weight, gender and medical history could not be obtained. UDI: (B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, the microsphere coil ((B)(4)/ c30861) coil could not be detached. It was attempted with two different enpower connecting cables (B)(4) respectively with two different enpower detachment control boxes (catalog dcb00000500/ lots f42644 and f65222). The microsphere coil was removed from the patient without difficulty, and was replaced with a new coil which operated without problems and was implanted using the same microcatheter. It was reported that the cables and dcb worked well. The devices were prepped and used as per the instructions for use (IFU) and appeared normal prior to use. The coil did not appear damaged after use. No additional information was available. It was reported that the device would be returned for analysis.